Event description:
It was reported that the patient presented with loss of capture and low pacing impedance from their atrial leadless pacemaker. Programming changes were made. The patient was stable.